Event description:
It was reported that the dumbbell joint got stuck and could not be moved while the foot switch was pushed. The operation was completed with same device to move the other joint. No patient injuries or complications were reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.